Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the device was able to reach and maintain optimal rpm in both normal and dynaglide modes with no resistance or issues.

Event description:
It was reported that the speed was unstable. A 1.50mm rotapro was selected for use. During the procedure, number of ablations was unknown, but once the lesion was ablated several times in the body, it was removed once and ivus was performed. However, when ablation is performed again with the same product and proceeded to distal inside the body the rotation speed was 140,000rpm, it was spinning slower than intended at first. Yet, when it was pulled to proximal and rotate it, it increased to more than 200,000rpm (exact number of rotation speed is unknown) which exceeds to the set rotational speed 200, 000rpm and decreased to 140,000rpm. The procedure was completed with another of the same device. There were no complications reported and the patient was good post procedure.

Event description:
It was reported that the speed was unstable. A 1.50mm rotapro was selected for use. During the procedure, number of ablations was unknown, but once the lesion was ablated several times in the body, it was removed once and ivus was performed. However, when ablation is performed again with the same product and proceeded to distal inside the body the rotation speed was 140,000rpm, it was spinning slower than intended at first. Yet, when it was pulled to proximal and rotate it, it increased to more than 200,000rpm (exact number of rotation speed is unknown) which exceeds to the set rotational speed 200, 000rpm and decreased to 140,000rpm. The procedure was completed with another of the same device. There were no patient complications reported post procedure.